Event description:
It was reported that the user experienced frequent low glucose readings over several weeks with fluctuations ranging from approximately 64 mg/dl to 240 mg/dl while using the ilet and treating lows with oral glucose tablets; the healthcare provider advised reducing the weight setting on the ilet from 175 lb to 165 lb and adjusted the secondary cgm target higher for part of the day, and a clinical follow-up was arranged. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no lasting health consequences and the need for unexpected medication intervention, specifically oral glucose to treat hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings due to insufficient information, and no specific device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.